Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report they had a simple partial seizure, and inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter on (B)(6) 2015. The sensor was inserted at the abdomen on (B)(6) 2015. After the patient experienced the inaccuracy she seized; however, she ate a banana and no medical intervention was required. The patient is reported to be good. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation and data was not provided. The complaint cannot be confirmed. It should be noted that diabetes mellitus is a known cause of seizures. The root cause for the reported events cannot be determined.